Event description:
It was reported that the patient was experiencing pain at the insertion site as well as extreme positional changes. The physician noted that it was not an issue with the stimulator and believed that it was the patients anatomy. The patient had a lead pull.

Manufacturer narrative:
Approximated based on the date of lead pull. Additional suspect medical device component involved in the event: product family: scs-infinion 16 trial lead 50 cm, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: (B)(4).